Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the ps3 power supply. System appeared to also need a replacement power motor relay pcb, but follow-up revealed sys functioning as intended and customer cancelling follow-up service. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had reported vertical lift column failure.